Event description:
Customer reported the system is not saving images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the hard drive needs to be replaced, but the customer has declined repair.